Event description:
The spring on the clip broke after the clip was closed but before it was deployed. The clip was unable to be deployed or opened for removal. Being unable to remove clip, the provider pulled the wire out with clip still attached.